Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had low blood glucose because, her insulin pump was malfunctioning. Customer stated that she and her endocrinologist tried to program the bolus wizard, but the numbers over lap and they could not change the amounts. Customer stated that the insulin pump did not make the correct calculations based on the information entered. Nothing further was reported.